Event description:
Customer reported being hospitalized due to low blood glucose levels. Perceived cause of low blood glucose levels was possible over-bolus. During troubleshooting found out that customer was not disconnected during rewind and prime. Explanted to customer the importance of disconnecting during rewind and manual prime. Customer's family member stated that pump gave her son 9.5 units and put her son in a diabetic coma.